Event description:
It was reported that the system displayed a "cine disk not available' error upon boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard disk drive and stat cable were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and put back into service.